Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #302203 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 53-56 hrc and was found to be good. No nonconformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nub towards the tip of the plate bender broke while bending a plate in a left lapidus bunion-ectomy. The plate bender broke on the back table away from the patient, no fragments were left in the patient. No delay in procedure occurred as the surgeon was done bending the plate. Patient status/outcome was reported to be fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: a pair of 2.4/2.7 va-lcp bending pliers (03.211.005 lot t959260) were received with the distal most alignment pin broken on the lower jaw. Otherwise, the instrument shows wear consistent with typical use. Drawings associated with the 2.4/2.7 va-lcp bending pliers were reviewed. The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The device was found to be adequate for its intended use. The instrument was received with the distal most alignment pin broken on the lower jaw. The material at the fracture site appeared homogenous. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the product did fail, the complaint is confirmed. Specific details regarding the technique used was not provided, however it is likely that excessive force was applied to the pliers which led to the broken alignment pin. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.